Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found unresponsive at home. The patient¿s spouse called 911. Multiple resuscitation attempts were made on the way to the hospital. Upon arrival to the emergency room, the patient was obtunded and required intubation. Pupils were fixed and dilated, and a decision was made to withdraw support. It was reported that the patient¿s cause of death was unknown and no autopsy was performed. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled; however, the returned components of the device appeared to have been exposed to high temperatures likely as a result of cremation. Upon disassembly of the device, visual examination of the blood-contacting surfaces revealed no evidence of tissue-like depositions or thrombus formations. Due to the damaged condition of the returned pump as a result of high heat exposure, the pump could not undergo functional testing on a mock circulatory loop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned assembled; however, the returned components of the device appeared to have been exposed to high temperatures likely as a result of cremation. Upon disassembly of the device, visual examination of the blood-contacting surfaces revealed no evidence of tissue-like depositions or thrombus formations. Due to the damaged condition of the returned pump as a result of high heat exposure, the pump could not undergo functional testing on a mock circulatory loop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. H3 other text: placeholder.